Manufacturer narrative:
Product has not returned for investigation.

Event description:
It was reported that: study subject (B)(6): the patient was seen on (B)(6) 2024 for the 24-month post-op study visit. Per the patient, on approximately (B)(6) 2024 while caring for a child with angelman's syndrome, the child headbutted her while sitting in her lap. She then felt very flushed and felt like her neck was injured. The pain calmed down rather quickly. Taking tylenol for occasional ache, she has otherwise been doing well. On the ap x-ray on (B)(6) 2024, the subject has obvious deformity showing that the inferior endplate at the c6-7 level has subsided into the endplate and tilted down 15 degrees on the ap view. Based on this we recommend a CT scan right away. CT scan does not show any cystic formation around the implant. The keels appear to be providing good fixation without any significant cyst formation. Dr. (B)(6) recommended that the subject get a bone density scan done to ensure that she has not developed significant osteoporosis. Dr. (B)(6) recommended that the subject be seen in three months for re-evaluation unless any other problems arise sooner. Without any further pain or problems, a CT will be repeated in 6 months. The device is side bent to the left now secondary to the endplate subsidence, and dr. (B)(6) anticipates this arthroplasty to wear out at an earlier date. It is noted on the CT that the subject has a pretty large lateral osteophyte that has formed on the patient's left side of her neck. It is non-bridging at this point but it is a fairly large, anterolateral left uncovertebral joint. It appears to be a new finding when comparing x-rays from 2023 to 2024. Dr. (B)(6) is uncertain if this is a reaction to her recent issues. Subject underwent a bone density scan on (B)(6) 2024 which showed normal bone density. Patient to return in (B)(6) 2024 to repeat CT unless she develops any additional symptoms. Discussed with the patient the possibility of revising acdf. Subject returned on (B)(6) 2024 indicating that they have had increased pain and want to proceed with acdf. Dr. (B)(6) recommended removal of the m6-c device at c6-7 and conversion to fusion with allograft. CT imaging on (B)(6) 2024 shows c6-7 inferior component subsidence into the c7 vertebral body, greater right than left. Possible loosening of the c6-7 superior component at the c6 interface and possible loosening of the c5-6 inferior component at the c6 upper endplate interface. Explant of m6-c at c6-7 and acdf at c6-6 currently scheduled for (B)(6) 2024. Device has not yet returned for investigation.